Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient felt a shock. The rep checked impedances and everything looked good. The cause of the shock was unknown. The issue was considered resolved. No further complications were reported.